Event description:
It was reported that the implantable pulse generator (ipg) device had a power on reset (por) which was most likely due to a flipped bit (radiation). Following the reset the device restored to the programmed settings and no anomalies were found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.